Event description:
New information received notes numerous non sustained oversensing episodes were observed due to right ventricular (rv) lead failure. Programming changes for ventricular tachycardia/ fibrillation (vt/vf) detection was completed. The patient was stable.

Event description:
It was reported that non sustained right ventricular oversensing was observed on the right ventricular (rv) lead. All other measurements recorded were normal. There were no planned interventions or programming changes. The patient was stable.